Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a during functional end-to-end anastomosis in transverse colectomy. The defect occurred when closing the common hole after side-by-side anastomosis. At the first firing, while grasping the tissue and proceeding the firing, it became hard from the halfway and the knife bar became bent although the firing advanced to the end. When observing the tissue after releasing the device, it was found that the staples were applied, but the cutting was only half way done. The tissue that was not separated completely was cut with an electrosurgical knife and reinforced with the needle and thread, and the operation was completed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received with a full complement of staples. The knife assembly was bent. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if excessive force is applied to advance the firing knob during application over a thick tissue. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.